Event description:
Additional information received reported that the catheter break occurred about 1 inch below where it attaches to the pump. Patient outcome was reported as no injury following replacement. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6), 2010, explanted: (B)(6) 2012, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4). Analysis of the catheter found the catheter to feel less elastic than a typical catheter and confirmed the break due to the appearance of the ends of the 2 segments. It appeared that the catheter break occurred during normal handling of the pump that was being replaced. Analysis also found a crack in the connector in the area of a molding seam in the strain relief shroud which goes all the way through the strain relief shroud and to the inner lumen. Both segments were partially occluded with a dark material that was most likely dried drug.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the catheter broke once the pump was removed from the pocket during pump replacement. It was indicated that there was no patient injury and prophylactic removal of the pump was done to avoid in-vivo battery depletion. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.